Manufacturer narrative:
(B)(4). Investigation results: one flexiva ID 365 laser fiber was returned broken in two pieces. The first piece measured approximately 65.6 cm from the top of the connector to the break. The second piece measured approximately 212.5 cm from the break and includes the entire distal tip. Visual examination revealed that the exposed glass fiber tip measured approximately 3.5 mm and appeared unused. Examination under magnification confirms that the tip was unused. The conditioned of the returned device confirms the reported event. Review and analysis of all available information indicated that the root cause is manufacturing deficiency. A complaint with a cause of manufacturing deficiency indicates that the problems were traced to the manufacturing process. An investigation was completed to address this issue which identified the most probable root cause of the fiber break as handling during the manufacturing process caused by the supplier manufacturer. A review of the device history record (DHR) was performed and the device met all manufacturing specifications.

Event description:
It was reported to boston scientific corporation july 2, 2019 that a flexiva ID 365 laser fiber was used in a procedure performed on (B)(6) 2019. Reportedly, the laser unit used was a holmium laser console. According to the complainant, during the procedure, the aiming beam was noted to be glowing through the shaft of the laser fiber. There were no patient complications. The patient's condition was reported to be fine. There was no serious injury nor adverse patient effects as result of this event. This event has been deemed an MDR-reportable event based on investigation results which revealed that the laser fiber was broken.